Event description:
Correction to follow-up 1; the device was returned for sticky pins. Some drag was observed in the fva pins upon investigation. Pump was opened and pins cleaned. Drag was resolved by cleaning.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: another unit stating pump problem. No patient involvement. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
3 requests were made to have the pump returned with no response from the customer. Since the pump was not provided, the pump problem is unknown. No actions at this time since the logs were not provided, the pump problem is unknown, and due diligence has been completed.